Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range (oor) impedances of greater than 2000 ohms. A revision procedure was done at the same time as routine device change out, and the physician elected to surgically abandon and successfully replace the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The complete lead was returned severed in two segments approximately 32.5 centimeters (cm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the lead was later explanted for unrelated reasons.